Manufacturer narrative:
The available information suggests that the device remains implanted at this time.

Event description:
Boston scientific crm received information that this patient's latitude monitoring system detected three red alerts (v-tachy mode set to value other than monitor + therapy, device battery has reached end of life (eol), possible device malfunction). The local representative and the clinic were notified.

Manufacturer narrative:
Boston scientific crm received information from the local representative that this patient has been scheduled for an in-clinic device evaluation. The available information suggests that the device remains implanted at this time.

Manufacturer narrative:
Subsequently, boston scientific received information that this patient contacted technical services in (B)(6) 2011 to report that in (B)(6) 2010, the device had 60% battery life. However, in (B)(6) 2010, the battery life was 0%. Technical services informed the patient that the device was not returned for laboratory testing. The patient was planning to check with the physician and ask about the status of the device. The patient contacted patient support to report that the physician did not know the location of the device. To date, the device has not been returned to boston scientific's post market quality assurance laboratory.